Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number robax neck/shoulder/wrist (nsw) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term]. Second-degree burn/burns on her neck, severe burn to the back of her neck, painful burn, burn on back of neck [burns second degree], delay resulted in continued deterioration [general physical health deterioration], itchy over scar area [itching scar]. Narrative: this is a spontaneous report received from a contactable consumer who reported on behalf of his mother in law. A 76-year-old female patient started to receive thermacare heatwrap (robax neck & shoulder heatwrap) from an unspecified date for neck pain. The patient had been using thermacare for many years for unknown indication and had no problems until recently. The patient's medical history included a herniated disc in her neck from an unknown date and unknown if ongoing, ongoing grade 1 spondylolisthesis of c5 and c6, ongoing mild degree of scoliosis, ongoing degenerative disc disease, ongoing episodic vertigo, ongoing osteoporosis, broke right wrist years before, ongoing migraines "for years", ongoing arthritis and ongoing increased kyphosis to anterior translation of humerus, bilaterally. The patient's concomitant medications were not reported. On (B)(6) 2013, the patient experienced burns on her neck. According to the reporter, the patient received unspecified medical attention for the event. Also, it was reported the patient purchased a box of thermacare heatwraps on "(B)(6) 2013" and the wrap left burns on her neck. Follow-up was received on 27feb2014 from a law firm representing the patient in relation to the severe burn the patient suffered as a result of the product on (B)(6) 2013. After using the thermacare heatwrap on the back of her neck in accordance with the directions on the package, the patient was left with a second degree burn. In addition to the painful burn the patient experienced on the back of her neck, the injury also resulted in the delay of physiotherapy which had been prescribed by her physician to treat a herniated disc in her neck. The patient had been experiencing neck pain for 3 months with a gradual onset. She reported having constant pain in neck with tingling in both hands and arms (left more than right). The pain was reported to be worse in the morning and when turning and extending the head. Due to the placement of the burn and the exercises recommended by the physiotherapist, the patient's treatment was delayed for over three months. This delay resulted in continued deterioration in the patient's condition as well as chronic pain. Lab data included x-ray (computed radiography) of the cervical spine on (B)(6) 2013 results of which revealed arthritis and a normal curvature and alignment on the lateral projection with mild degree of scoliosis on the ap view. There are mild anterior osteophytes seen at c4, c5, c6, and c7. There is slight disc space narrowing at c 3/4. There is more obvious disc space narrowing at c 4/5, c 5-6 and c 6/7. There appears to be grade 1 spondylolisthesis of c5 and c6. This may produce some spinal stenosis. There are degenerative changes in the facet joints at multiple levels. There is narrowing of the neural foramina at c 4/5, c 5/6, and c 6/7. Impression: the patient appears to have significant degenerative disc disease at multiple levels. Additional lab data included blood pressure was reported as 128/70 (B)(6) 2013. Additional follow-up was received on (B)(6) 2014 from a physician via the patient's lawyer. The patient was seen in clinic on (B)(6) 2013. She was complaining of neck pain and had been using local therapy (robax thermacare pads). On examination at that visit, it was noted that she had a 2nd degree burn over the area where the robax was placed. As per the visit notes (for visit dated (B)(6) 2013), the patient needed a referral to a dermatologist. She had a burn in (B)(6) 2013 on the back of the neck from the heating pad. It was now itchy over the scar area. On examination of the derm, it was noted there "was a very small residual pink area on the posterior neck, no sign of infection, no hyperplastic/keloid scar". The physician did not have further information on the burn. Action taken in response to the events was unknown. Therapeutic measures received included unspecified medical attention on an unspecified date as a result of the event 'second-degree burn/burns on her neck, severe burn to the back of her neck, painful burn, burn on back of neck'. The outcome of 'delay resulted in continued deterioration' was not resolved. The outcome of other events was unknown. According to product quality complaint group: summary of investigation: this investigation was conducted for an unknown lot number robax neck/shoulder/wrist (nsw) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (26nov2013): follow-up attempts completed. No further information is expected. Follow-up (27feb2014): new information received from a law firm representing the patient includes: medical history, new events (second-degree burn, painful burn, delay resulted in continued deterioration in the patient's condition as well as chronic pain) and events outcome. Follow-up (08sep2014): new information received from a contactable physician via the patient's lawyer included: details of follow-up physician notes, lab data, event outcome of the burn and second degree burn and additional event of itching scar. No follow-up attempts possible. No further information expected. Follow-up (15jun2015): new information received in the form of medical records from a law firm representing the patient includes: patient details, patient's medical history and lab data. This case was assessed as a reportable, medical device report. Follow-up attempts not possible. No further information expected. Follow-up (16jul2020): new information received from product quality complaints group included: investigation results. Follow-up attempts not possible. No further information expected.

Event description:
Event verbatim [preferred term] second-degree burn [burns second degree], burns on her neck, severe burn to the back of her neck, painful burn, burn on back of neck [thermal burn], delay resulted in continued deterioration [general physical health deterioration], itchy over scar area [itching scar]. Case narrative: this is a spontaneous report received from a contactable consumer who reported on behalf of his mother in law. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (robax neck & shoulder heatwrap) from an unspecified date for neck pain. The patient had been using the product for many years and had no problems until recently. The patient's medical history included a herniated disc in her neck from an unknown date and unknown if ongoing, ongoing grade 1 spondylolisthesis of c5 and c6, ongoing mild degree of scoliosis, ongoing degenerative disc disease, ongoing episodic vertigo, ongoing osteoporosis, broke right wrist years before, ongoing migraines "for years", ongoing arthritis and ongoing increased kyphosis to anterior translation of humerus, bilaterally. The patient's concomitant medications were not reported. On (B)(6) 2013, the patient experienced burns on her neck. According to the reporter, the patient received unspecified medical attention for the event. Also, it was reported the patient purchased a box of thermacare heatwraps on (B)(6) 2013 and the wrap left burns on her neck. Follow-up was received on 27feb2014 from a law firm representing the patient in relation to the severe burn the patient suffered as a result of the product on (B)(6) 2013. After using the thermacare heatwrap on the back of her neck in accordance with the directions on the package, the patient was left with a second degree burn. In addition to the painful burn the patient experienced on the back of her neck, the injury also resulted in the delay of physiotherapy which had been prescribed by her physician to treat a herniated disc in her neck. The patient had been experiencing neck pain for 3 months with a gradual onset. She reported having constant pain in neck with tingling in both hands and arms (left more than right). The pain was reported to be worse in the morning and when turning and extending the head. Due to the placement of the burn and the exercises recommended by the physiotherapist, the patient's treatment was delayed for over three months. This delay resulted in continued deterioration in the patient's condition as well as chronic pain. Lab data included x-ray (computed radiography) of the cervical spine on (B)(6) 2013 results of which revealed arthritis and a normal curvature and alignment on the lateral projection with mild degree of scoliosis on the ap view. There are mild anterior osteophytes seen at c4, c5, c6, and c7. There is slight disc space narrowing at c 3/4. There is more obvious disc space narrowing at c 4/5, c 5-6 and c 6/7. There appears to be grade 1 spondylolisthesis of c5 and c6. This may produce some spinal stenosis. There are degenerative changes in the facet joints at multiple levels. There is narrowing of the neural foramina at c 4/5, c 5/6, and c 6/7. Impression: the patient appears to have significant degenerative disc disease at multiple levels. Additional lab data included blood pressure was reported as 128/70 ((B)(6) 2013). Action taken in response to the events was unknown. Therapeutic measures received included unspecified medical attention on an unspecified date as a result of the events. At the time of this report, it was unknown if the patient had recovered from the events 'burns on her neck and severe burn to the back of her neck, second-degree burn'. Clinical outcome of the events 'delay resulted in continued deterioration as well as chronic pain' was not resolved. Additional follow-up was received on 08sep2014 from a physician via the patient's lawyer. The patient was seen in clinic on (B)(6) 2013. She was complaining of neck pain and had been using local therapy (robax thermacare pads). On examination at that visit, it was noted that she had a 2nd degree burn over the area where the robax was placed. As per the visit notes (for visit dated (B)(6) 2013), the patient needed a referral to a dermatologist. She had a burn in (B)(6) 2013 on the back of the neck from the heating pad. It was now itchy over the scar area. On examination of the derm, it was noted there "was a very small residual pink area on the posterior neck, no sign of infection, no hyperplastic/keloid scar". The physician did not have further information on the burn. Additional information has been requested and will be provided as it becomes available. Follow-up (26nov2013): follow-up attempts completed. No further information is expected. Follow-up (27feb2014): new information received from a law firm representing the patient includes: medical history, new events (second-degree burn, painful burn, delay resulted in continued deterioration in the patient's condition as well as chronic pain) and events outcome. Follow-up (08sep2014): new information received from a contactable physician via the patient's lawyer included: details of follow-up physician notes, lab data, event outcome of the burn and second degree burn and additional event of itching scar. No follow-up attempts possible. No further information expected. Follow-up (15jun2015): new information received in the form of medical records from a law firm representing the patient includes: patient details, patient's medical history and lab data. This case was assessed as a reportable, medical device report. Follow-up attempts not possible. No further information expected.